Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(4)2018

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visited to emergency room due to high blood glucose of 549mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 600mg/dl. Customer stated that insulin pump fell into the bath tub and exposed to fluid. Customer performed self test, high pressure test and passed the tests. Customer mentioned that drive support cap was normal. Insulin pump will not be returned for analysis.